Event description:
International affiliate reports the leopard cage broke into pieces during insertion into the intervertebral space. Reports the surgeon hammered the cage which it broke. There was a delay of about 10 minutes. It is not known if all of the broken pieces of the cage were removed from the surgical site.

Manufacturer narrative:
No conclusions can be made, as the device is not available for evaluation. Review of the device history record cannot be performed as the device lot code is unknown. At this time, the complaint is considered to be closed. Device not available for evaluation.